Event description:
It was reported that pump displayed malfunction code and was not resettable, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.